Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
Patient experienced ineffective therapy. Patient suffered a fall. Patient¿s lead had migrated. As such, surgical intervention took place on (B)(6) 2026 during which the other lead was slightly displaces. In turn, the left lead was replaced and the right lead was repositioned to address the issue. Reportedly, effective therapy was restored post op